Event description:
An optometrist reported increased photosensitivity after discontinuing the topical steroids three weeks post lasik treatment. The patient started a mild steroid taper for two weeks. Upon additional follow the reporter indicated the patients vision and photosensitivity are both improving and she is no longer on the topical steroids. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. The root cause could not be determined conclusively. (B)(4).